Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section procedure, while sewing the uterus, the needle and suture were disconnected. The surgeon used another product to resolve the issue. There was no patient injury.